Event description:
Additional information was provided that the patient was checked and the physician was concerned with the noise observed while asking the patient to move left arm across their chest. The physician has ordered another chest x ray and is planning on implanting a new pace/sense lead in the rv if the vein is still open. This procedure has not yet been scheduled. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that a revision procedure was performed, during which the pateint's rv lead was surgically abandoned due to a suspected lead fracture and this device was electively explanted.

Manufacturer narrative:
It was noted that this device was sent to the pathology lab at the hospital. At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited increased right ventricular (rv) pacing impedances from 400 to greater than 2000 ohms. It was noted that there were also many non-sustained ventricular tachycardia (nsvt) episodes; however, it appeared to be artifact. There were no inappropriate shocks delivered to the patient. The impedances could not be reproduced via isometrics or pocket manipulation. Rv pacing thresholds were also increased. Technical services (ts) discussed a possible lead issue, and programming options. To date, there have been no reported adverse patient effects related to this clinical observation.